Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye and another lens of different model and diopter (dcb00, 22.5) was used as the replacement. There was no patient injury and no other interventions were required. There was no adverse effect or complaints post operation. No other information was provided.

Manufacturer narrative:
Patient weight: unknown, information asked, but not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received from the facility revealed that there was no visual issues faced by the patient and neither was any product quality issue with the original lens that led to the explant. However, the reason for explant was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 22, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no additional issues with the lens could be observed. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported issue of explant was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.